Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route- dental, lot number 2603d, frequency, and expiration date unspecified) for dental cleaning. On the same day, the consumer noticed that the insert that was used to cut the floss came off even though the consumer was following the rules provided. The returned sample was received on (B)(4) 2014. The sample was visually evaluated and did not meet specification because the insert inside the dispenser was broken on the edge where the cutter is attached. The additional quality investigation elements are not available yet. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 15-sep-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 10-jul-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route- dental, lot number 2603d, frequency, and expiration date unspecified) for dental cleaning. On the same day, the consumer noticed that the insert that was used to cut the floss came off even though the consumer was following the rules provided. The returned sample was received on 24-jul-2014. The sample was visually evaluated and did not meet specification because the insert inside the dispenser was broken on the edge where the cutter is attached. The additional quality investigation elements are not available yet. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 02-sep-2014. A review of the complaint data revealed no trend for the reported lot number. The retained sample was visually evaluated and did not present any defect associated with insert breakage. The device history records were reviewed and no issue was found related to insert breakage defect. The manufacturing related issues were also reviewed and no related issues were found associated with the lot number and product reported for insert breakage. The complaint investigation was closed with a disposition of confirmed since the field sample was received with a broken insert. The consumer did not provide information on whether the device was used for treatment . Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.